Manufacturer narrative:
Insulin pump was received with failed battery test alarm after battery change due to corroded battery tube. No moisture damage found on keypad traces, electronic assembly, or motor. Unit had stripped battery cap at coin slot area, broken battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer was unable to remove the battery cap. The battery compartment and spring were damaged. Some corrosion was in the battery compartment. The insulin pump was exposed to moisture. Customer's blood glucose level was over 130 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.